Event description:
Edwards received information that a 19mm 11500aj pericardial aortic valve, implanted approximately one (1) year and eleven (11) months, was explanted due to aortic stenosis secondary to tissue overgrowth which appeared to be a pannus. The device was originally implanted for aortic valve replacement to correct aortic stenosis with a concomitant mitral valvuloplasty with a non-edwards device. After implant duration of approximately one (1) year and eight (8) months, a symptom of heart failure appeared, and the patient was hospitalized in cardiovascular medicine department. The device was explanted and replaced with a 19mm non-edwards mechanical valve with concomitant mitral valve replacement and tricuspid annuloplasty with no adverse patient events reported. The patient status was reported as "under treatment". The device will be returned for evaluation. Upon the device explant, what appeared to be pannus overgrowth was formed like a ring shape at the left ventricular outflow route and it is partially attached to the device. The surgeon thinks that it caused the aortic stenosis by occluding the orifice area. No calcification was observed in the leaflets. There was no allegation of device malfunction, however, the surgeon requested to know what the tissue on the leaflet is.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device.

Event description:
Edwards received information that a 19mm 11500aj pericardial aortic valve, implanted approximately one (1) year and eleven (11) months, was explanted due to gradient increase secondary to tissue overgrowth on the patient's annulus in the left ventricle side which appeared to be a pannus. The device was originally implanted for aortic valve replacement in the supra-annular position to correct aortic stenosis with a concomitant mitral valvuloplasty with a non-edwards device. After implant duration of approximately one (1) year and eight (8) months, a symptom of heart failure appeared, and the patient was hospitalized in cardiovascular medicine department. The device was explanted and replaced with a 19mm non-edwards mechanical valve with concomitant mitral valve replacement and tricuspid annuloplasty with no adverse patient events reported. The patient status was reported as "under treatment". The device will be returned for evaluation. Upon the device explant, stenosis was not seen in the leaflets of the device. There was what appeared to be pannus overgrowth which was formed like a ring shape on the patient's annulus in the left ventricle side which the surgeon thinks the cause of the gradient increase. No calcification was observed in the leaflets. There was no allegation of device malfunction. The sales rep commented that upon receiving the device there was something appeared to be a reddish tissue attached on the inflow side of the leaflet and the surgeon requested to know what the tissue on the leaflet is.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, d9, g3, g6, h2, h3, h6 h3: evaluation summary: customer reports of tissue overgrowth was confirmed through host tissue overgrowth. Report of high gradient could not be confirmed through visual observation. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect and 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Hematoma was also observed on leaflet 3 at the outflow aspect. Sewing cloth and silicone of sewing ring was cut around leaflet 1.